Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 08-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly ache"), atrial fibrillation ("atrial fibrillation") and renal injury ("renal disorder (left kidney destruction)") in a 50-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), renal injury (seriousness criterion medically significant), asthenia ("asthenia"), hypersensitivity ("allergy"), headache ("headaches"), visual impairment ("very decreased vision") and hypertension ("hypertension"). At the time of the report, the abdominal pain, atrial fibrillation, renal injury, asthenia, hypersensitivity, headache, visual impairment and hypertension outcome was unknown. The reporter considered abdominal pain, asthenia, atrial fibrillation, headache, hypersensitivity, hypertension, renal injury and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("belly ache"), atrial fibrillation ("atrial fibrillation") and renal injury ("renal disorder (left kidney destruction)") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), renal injury (seriousness criterion medically significant), asthenia ("asthenia"), hypersensitivity ("allergy"), headache ("headaches"), visual impairment ("very decreased vision") and hypertension ("hypertension"). At the time of the report, the abdominal pain, atrial fibrillation, renal injury, asthenia, hypersensitivity, headache, visual impairment and hypertension outcome was unknown. The reporter considered abdominal pain, asthenia, atrial fibrillation, headache, hypersensitivity, hypertension, renal injury and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.